Event description:
Pt tested blood glucose as 37 mg/dl on suspect device, ate a snack and napped till four hours later and he tested again. His blood glucose read 362 mg/dl on suspect device. He took a unit of insulin, ate dinner and took another unit of insulin. Four hours later at midnight, he tested again on suspect device and blood glucose=382. He was awakened the next a.m. By paramedics with a glucose intravenous line in his arm. Pt is doing better. Controls tested in range.